Event description:
(B)(4). Same case as MDR ID#: 2134265-2011-05577, 2134265-2011-05578 and 2134265-2012-02804. Same patient as MDR ID#: 2134265-2012-01247 and 2134265-2012-01246. It was reported that post a stenting treatment procedure, the patient experienced angina and in-stent restenosis occurred. (B)(6) 2011, the patient presented due to unstable angina. Angiography revealed 60-70% ostial stenosis proximal to the previously placed stent with 20% in-stent restenosis of the previously placed 3.50x12mm taxus liberte in the proximal rca. Angiography revealed 70% stenosis proximal to the 2.50x20mm taxus liberte stent previously deployed in the distal rca. The physician treated the rca with placement of three unknown sized taxus liberte stents, deployed proximal to the previously placed distal stent. The patient was discharged the following day on aspirin and prasugrel. (B)(6) 2011, the patient presented due to crescendo cardiac angina. Coronary angiography revealed 95% diffuse in-stent gap restenosis in the proximal rca and was treated with balloon angioplasty using an unknown manufacturer's balloon. It was reported that the in-stent restenosis was observed as present on two of the three taxus liberte stents placed in (B)(6) 2011. The event was considered resolved without residual effects.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).